Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the coil through the microcatheter and the coil was prematurely detached. The coil was removed along with the microcatheter from the patient¿s anatomy. The procedure was completed using another device. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that no anomalies noted to the device prior to use and the product was prepared as per direction for use (dfu). Also, continuous flush was maintained, and all movements were slow and smooth, in a one-to-one motion. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported issue main coil prematurely detached/separated inside patient. Expiration date: added, manufacturing date: added.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the coil through the microcatheter and the coil was prematurely detached. The coil was removed along with the microcatheter from the patient¿s anatomy. The procedure was completed using another device. There were no clinical consequences reported due to this event.